Event description:
The customer reported image blackout involving an Olympus Bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.